Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" message. A review of the event log was performed, and it was confirmed that error code 1104 was recorded. The biomedical engineer also reported that the issue was duplicated. The customer was provided with the part number for a replacement central processing unit (cpu) board, and power management (pm) board. A follow up was performed with the customer, and it was reported that the power management board was disconnected and reseated into the device. The customer reported that the issue was resolved, and the device was returned to service.